Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient turned stimulation on when she got home after the procedure and it was set to 2.0 and her leg started quivering. The patient stated that she tried to adjust the setting but couldn't decrease it below 1.6 and than couldn't get the screen with the check mark. Trouble shooting attempts were made and the patient first received poor communication and could not connect but when she tried without the antenna she was able to connect. The patient was recently implanted and stated that they used glue for the incision so she didn't have any bandages. The patient confirmed stimulation was on and set to 1.7 on program 1. It was reported that after several attempts the patient was able to decrease the setting and stated that the tapping and quivering stopped in her leg. The patient described the sudden change in therapy/symptoms as sudden. The patient also stated that every 3 days she typically would have a big bowel movement but she hasn't experienced anything yet. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that a circumstance that led to leg quivering and not connecting or getting to the therapy screen was that they were very quiet when their leg started quivering. The patient stated that they did not know if the unable to connect and not getting to the therapy screen was resolved. The patient noted that it was doing its job. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was constipated and had been taking miralax but nothing has helped. There were no further symptoms or complications reported or anticipated.